Event description:
It was reported that during the surgery, some foreign substances were found inside of the sterile packaging when the nurse opened the package. A 0¿15-minute delay occurred due to the preparation of a backup product. There was no patient impact. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.